Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised forced sensor system error. Te customer's blood glucose level was 196 mg/dl. The customer reported that they were doing the fill tubing and stop pressing the act button, the insulin pump kept on pushing insulin out and it did not stop. The customer reported that they were able to clear the alarm and rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Unit received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to a33 alarm.